Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the femoral head and no other reports against the remaining product/lot code combinations since their release to distribution. No reason for revision was provided. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information provided as it is found to be insufficient. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Report of formal claim received from (B)(6) regarding revision of pinnacle mom hip implants.revision date confirmed, reason for revision not provided.